Event description:
Info received indicates that the head section is getting stuck at the highest position and will not go down.

Manufacturer narrative:
The technician replaced the head cylinder to repair the bed.